Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va0yeq6 serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the lead was originally implanted in an off-label manner. Only the distal portion was affected in the physician's opinion and so the cause of the partial lead explant was that it was a minimal procedure- instead of explanting the entire lead, only the distal/affected portion was explanted. The cause of the infection was unknown. This information was confirmed with the physician. No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3888-33, lot# va0yeq6, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient had an infection around their lead. The doctor explanted the distal end of the affected lead. Reprogramming was done to the patient's satisfaction, not using the affected lead. At some point, within the past two months, the patient started noticing pain around a lead site (specific date unknown, but the doctor determined there was an infection around the distal portion of the lead). The type of infection is unknown. It is also unknown if antibiotics were administered. The distal portion of the affected lead was explanted around (B)(6) 2018. According to the doctor the patient will be scheduled for a lead revision surgery at some point in the future. No further complications were reported. No additional patient symptoms were reported.